Event description:
Affiliate reported that the drainage collection bag leaks due to a small hole. The hole is suspected to exist prior to use or removal from the sterile packaging. The leakage was discovered three hours after the surgery when medical staff first empty the eds2 drainage chamber.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.